Event description:
Home patient (hp) reported broken clamp on transfer set during automated peritoneal dialysis treatment. Hp phoned technical support at the time of reported incident in which representative assisted pt in ending therapy. Hp reports transfer set was more than six months old. Hp went to clinic the next morning and rec'd a transfer set change. Healthcare professional (hcp) reported pt had observed aseptic technique during disconnect and no medical intervention was required. No pt injury reported per hcp.